Manufacturer narrative:
Other devise used: catalog #00801803202, versys femoral head, lot #62315623 manufactured by zimmer (B)(4). This report will be amended when out investigation is complete.

Event description:
It is reported that the patient underwent a revision due to immediate postoperative instability and dislocating anteriorly. The neck and head were revised.